Event description:
Customer reported a malfunction occurred when the pump was left on during a chest x-ray and CT scan. There was no reported impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was instructed to continue using the pump and contact support if the issue reappears and successfully resumed insulin use while on the call.